Event description:
An operator was splashed on the face with no foam reagent while adding the reagent into the unicel dxc 600 synchron chemistry analyzer. The operator was not wearing appropriate personal protective equipment (ppe) during the event. The operator visited ER and ophthalmologist; however no damage was sustained to the eye.

Manufacturer narrative:
Service was not dispatched. The operator was not wearing appropriate personal protective equipment.